Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the device changeout, the setscrew on the new device would not lock the lead. The device was not used and a new device was implanted. No patient complications have been reported as a result of this event.